Manufacturer narrative:
Analysis received the unit with blank display due to corroded battery cap contact. However, the unit received with normal operating currents. There was no damage found on the lcd isolation tape noted. The pump passed the displacement, rewind, basic occlusion, occlusion, prime, and no delivery tests. There was no motor error alarm noted. The motor passed motor test. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was 140 mg/dl at the time of incident. The insulin pump will be returned for analysis.